Manufacturer narrative:
A single used 011-ch3751 administration set was returned for investigation. It was observed that there was a crack at the inlet side of the filter that showed signs of deformation and damage that would be typical of damage that would occur during ultrasonic welding. The single used 011-ch3751 administration set was functionally tested and found to leak at the inline filter from a crack in the filter body. The deformation and damage would be typical of damage that would occur during ultrasonic welding during manufacturing of the filter. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 23mar2023.

Manufacturer narrative:
Additional information can be found in d10.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter full phone number: (B)(6).

Event description:
The event involved an admin set, amber, spiros¿. The customer reported a leaking 0.2 micron b filter line which resulted in unprotected chemotherapy exposure. The leak was identified after 30 minutes of infusion, when the clinician was spiking and setting up the next infusion. The chemo spill was cleaned up per protocol with a spill kit. There was no visible damage identified on the affected product. The incident required chemotherapy bags to be re-spiked. The device was changed/replaced with no further problems encountered. Although there was a patient involved in the incident, there was none of the following as a result of the incident: serious injury, death, blood loss, delay in critical therapy, and medical/surgical intervention required adverse operator consequences.